Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium entered the patient¿s body, bleed back from the hemostatic valve was observed when the wire was removed from the sheath. The sheath was replaced, and the issue was resolved. The procedure continued without further incident. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be considered as a patient adverse event; this event is MDR reportable as a product malfunction for the hemostatic valve separation issue.

Manufacturer narrative:
On 10/28/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium entered the patient¿s body, bleed back from the hemostatic valve was observed when the wire was removed from the sheath. The sheath was replaced, and the issue was resolved. The procedure continued without further incident. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised due to the issue experienced. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope. This suggests that excessive force was applied. The finding of the hemostatic valve being dislodged into the hub was reviewed and determined it continues to be deemed an MDR reportable malfunction. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).